Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europe se & co. Kg (oekg). During the incoming inspection, oekg confirmed the reported phenomenon. Oekg found chips of the light guide lens and adhesive of the bending rubber. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the inspection, there is the possibility that the reported phenomenon was attributed to physical stress to the distal part of the subject device due to device handling of the user.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocess prior to use it was found that the subject device had been broken. During the incoming inspection for repair at the service department of olympus (B)(4), it was found that the distal end cover of the subject device was cracked. There was no report of patient injury associated with this event.